Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) displayed a false battery voltage measurement lockup of the elective replacement indicator (eri) battery voltage. The device was reprogrammed to the desired mode and was subsequently explanted and replaced due to the patient's future travel plans. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.